Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported the unit overheated. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.